Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement.

Event description:
The hospital reported during preuse checkout the unit alarmed, these alarms would have resulted in a loss of mechanical ventilation. There was no report of patient involvement.